Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 175 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.